Event description:
On (B)(6) 2012, the patient claimed she had been having more low blood glucose since her hcp increased her basal rate last week. The day of the phone call to animas prior to going on a drive, she tested at 78 mg/dl and ate a piece of fruit. She rechecked soon after and discovered her blood glucose reading decreased to 60 mg/dl. At the time of concern, she was feeling shaky and a little confused. She retreated with food until her blood glucose resolved to 131 mg/dl and eventually to 168 mg/dl. The patient indicated that she will consult with her doctor to have the basal rate possibly alter next tuesday. The patient did not complete reviewing the bolus and prime screen during troubleshooting since she was in a hurry. Animas made several attempts to call the patient back for more information but was not successful. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia while on insulin pump therapy. It is not clear whether product malfunction, use error, intentional misuse, or diabetes management attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.